Manufacturer narrative:
An event of "during deployment the device shot out of position and completely dislodged very quickly and embolized in descending aorta" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 16mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. Device was size with balloon sizing, however the patient had a tricky anatomy. During deployment the device shot out of position and completely dislodged very quickly and embolized in descending aorta instantly from when releasing the device. A snare transcatheter was used to retrieve device emergently to prevent issues to the descending/abdominal aorta. There was blockage of carotid artery stenting and no device ultimately implanted. The patient remain hemodynamically stable throughout the procedure, however there was a clinically significant delay in retrieving the device. But the patient was stable throughout and the device was retrieved fairly easily with no harm to the patient. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 16mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. Device was size with balloon sizing, however the patient had a tricky anatomy. During deployment the device shot out of position and completely dislodged very quickly and embolized in descending aorta instantly from when releasing the device. A snare transcatheter was used to retrieve device emergently to prevent issues to the descending/abdominal aorta. There were no device ultimately implanted. The patient remain hemodynamically stable throughout the procedure, however there was a clinically significant delay in retrieving the device. But the patient was stable throughout and the device was retrieved fairly easily with no harm to the patient. No additional information was provided.